Event description:
In 2009, the lay-user/pt contacted international affiliate, alleging that the one touch ultra2 meter is giving inaccurate high readings. A no response letter was sent to the pt. This complaint is classified according to the documentation of the customer care advocate. The pt manages his diabetes with self adjusting insulin. When the pt contacted lfs, he claimed that he had started to obtain elevated blood glucose readings such as "26 mmol/l, 23 mmol/l, 22 mmol/l and 16 mmol/l" on the subject meter two weeks ago. Reportedly, the pt increased his dose of lantus insulin and subsequently "felt low" symptoms. The pt did not test on any other device. It would have been helpful to know the pt's diabetes medication regimen and testing frequency, the duration of the symptoms, what the specific symptoms were, what treatment did the pt receive in order for the symptoms to abate, could the symptoms have been prevented, was the pt's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the pt's reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. This complaint is being reported because the pt claimed he "felt low" symptoms after he took insulin per the lfs meter readings. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of products(s) that do not pass inspection in a supplemental report.